Event description:
Previously reported as no report of malfunction or serious injury. The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Technique/tools: direct traction. No complications.